Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sling was implanted in a procedure. According to the complainant, she was a victim of the sling implant in 2013. Subsequently, in 2016, she had to undergo serious surgery to have the device removed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.